Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a hole in the pebax and a reddish material inside the pebax area. A screening test was performed and the device was recognized; however, the device could not be visualized since errors 105 and 106 appeared on the system due to open circuits in the tip area. The force vector inverted issue and magnetic sensor error reported by the customer were confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: the contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer reported force vector inverted issue and magnetic sensor error and the errors 105 and 106 identified by bwi pal during product evaluation. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15 / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal during product evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that it was reported that the carto 3 system displayed a "map: distortion" error. The cable was replaced, the same error persisted, and the smarttouch sf catheter began moving around the screen erratically. The caller also reported that the force vector was moving around in different directions. The smarttouch sf catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The customer's reported map distortion error and force vector issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.